Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a "lead out of place" and their "battery was used way so fast." The device is still in use. The lead is still in use. No patient complications have been reported as a result of this event.